Event description:
System stopped operating during a coil embolization procedure. Procedure was completed using alternate equipment. Pt was found to have developed additional bleeding, which requiredd intervention. No serious or permanent injury persisted.